Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a left primary hip surgery, the nurse opened a 52mm adm cup, the black impactor tip was inserted into the 52 cup and it fit perfectly but once the wing nut was inserted it would not fit. Surgical delay of approx 5 mins.

Manufacturer narrative:
An event regarding an assembly issue involving an adm instrument nut was reported. The event was not confirmed. Device evaluation and results: visual inspection (performed by lisi medical) : "visual inspection: visual inspection of the wing nuts show marks of use. Dimensional inspection: dimensional inspection was performed according to (B)(4) a on functional characteristics. The dimensions are compliant for the first part : diameter ø14.85 +/-0.05 : 14.838. Wings thickness (x4) 2.90 +/-0.05 : 2.85 / 2.86 / 2.86 / 2.86. Wings centering: compliant. Concentricity 0.2 max : 0.103. The dimensions are compliant for the second part : diameter ø14.85 +/-0.05 : 14.817. Wings thickness (x4) 2.90 +/-0.05 : 2.86 / 2.86 / 2.85 / 2.85. Wings centering : compliant. Concentricity 0.2 max : 0.116". The report also noted : "the returned part which has been already used show deformation of the groove and non-conformity on external diameter. Based on this result, the non-conformity is not manufacturing related issue. A potential cause of the deformation of parts can be the link to the conditions of use or condition of decontamination (autoclave)". Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar event for the reported lot. Conclusions: it was reported that there was a assembly issue involving an adm instrument nut. The report by the supplier (lisi medical) found. "Root cause the investigation concluded that the DHR, wip and inventory show that the parts are compliant to the requirements after manufacturing. The returned part which has been already used show deformation of the groove and non-conformity on external diameter. Based on this result, the non-conformity is not manufacturing related issue. A potential cause of the deformation of parts can be the link to the conditions of use or condition of decontamination (autoclave)". No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during a left primary hip surgery, the nurse opened a 52mm adm cup, the black impactor tip was inserted into the 52 cup and it fit perfectly but once the wing nut was inserted it would not fit. Surgical delay of approx 5 mins.